Manufacturer narrative:
Summary of eval: the metallurgical analysis results would suggest that this event would not be associated with the device but indicates that the cables were shear cut with a cutting tool and not broken.

Event description:
The cable broke and was removed.